Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant clinical information was provided to conduct a thorough clinical investigation. The impact to the patient beyond the revision and the reported fall cannot be concluded. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to remove the insert to check affected area of ruptured suture that was caused by patient fall.